Event description:
It was reported that the user¿s continuous glucose monitor sensor expired and was replaced, after which the user observed a rise in glucose from 199 mg/dl to 278 mg/dl during warmup and then experienced a rapid drop to low glucose while using the ilet bionic pancreas; the agent¿s review indicated that the system delivered approximately 6.5 units of insulin in about 15 minutes before midnight followed by additional basal delivery, after which glucose declined quickly. Symptoms included low glucose. Outcomes included user education on sensor change practices and manual bg entry during cgm warmup, with ongoing therapy and a reported bg of 162 mg/dl at the time of the call. Investigation included review of available device data by support personnel. Investigation of this case revealed that the system algorithm adjusted insulin based on recent data and is expected to adapt to prevent similar dosing patterns. It was concluded that the cause of the episode was unclear, and the event was addressed through troubleshooting and education. The high was corrected by ilet algorithm, and the low was addressed by taking glucose tabs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.